Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of the "[name] 2 hr xylene free" protocol comprising of 72 cassettes which started in retort a at 15:40 on (B)(6) 2024 and completed successfully at 03:54 on (B)(6) 2024, the "[name] 12 hr xylene free" protocol comprising of 62 cassettes, which started in retort b at 15:40 on (B)(6) 2024 and completed successfully at 05:29 on (B)(6) 2024, the "[name] 2 hr xylene free" protocol comprising of 72 cassettes which started in retort a at 15:43 on (B)(6) 2024 and completed successfully at 03:54 on (B)(6) 2024, and the "[name]12 hr xylene free" protocol comprising of 104 cassettes which started in retort b at 15:43 on (B)(6) 2024 and completed successfully at 05:29 on (B)(6) 2024, from which sub-optimal processing was reported by the complainant. The root cause for the reported "over processed specimens" from the "[name] 2 hr xylene free" protocol comprising of 72 cassettes which started in retort a at 15:40 on (B)(6) 2024 and the "[name] 12 hr xylene free" protocol comprising of 62 cassettes, which started in retort b at 15:40 on (B)(6) 2024 could not be unequivocally established from the information available. The root cause for the sub-optimal processing of patient tissue samples reported by the complainant from the "[name] 2 hr xylene free" protocol comprising of 72 cassettes which started in retort a at 15:43 on (B)(6) 2024 and the "[name] 12 hr xylene free" protocol comprising of 104 cassettes which started in retort b at 15:43 on (B)(6) 2024 was a use error, which occurred at 09:02 on (B)(6) 2024. Specifically, a user failed to complete manual replacement of the reagent in bottle 6 (80/20 ethanol / ipa) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica histocore peloris 3 user manual user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The information available indicates that the instrument returned to normal functionality following replacement of all reagents and that "patient tissue from (B)(6) 2024 and (B)(6)2024 were all diagnosable." No adverse consequence(s) to a patient(s) has been reported to the manufacturer. Manufacturer evaluation of the information available showed that histocore peloris 3 automated tissue processor serial number (B)(6) functioned as designed between (B)(6) 2024, during the execution of the affected tissue processing runs. Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer was not dispatched to assess the operation and function of the instrument in association with this complaint.

Event description:
On (B)(6) 2024, the following details were documented: "over processed specimens". On (B)(6) 2024, a local leica field applications specialist ii - core histology (fas) contacted the complainant and documented the affected patient tissue samples were derived from four (4) "factory 2hr xylene free and factory 12hr xylene free" protocols comprising of "(B)(6) 2024 - 178 / (B)(6) 2024 - 186" cassettes executed in both retort a and b, with a start/end time & date of "start time: (B)(6) 2024 and (B)(6) 2024 @4pm / end time: (B)(6) 2024 and (B)(6) 2024 @4am and 5:30am". The tissue type(s) and size(s) were documented as "biopsies and routines surgicals [sic]" and "biopsies: <3mm / surgicals [sic]: 20 x 10 x 5mm", respectively. The tissue artefact was documented as "over processed." And the affected tissue samples were not re-processed on (B)(6) 2024, the leica fas visited the complainant's site to assess the operation and function of the instrument and documented: "pathologist reported dry/crispy tissue on (B)(6) 2024 and (B)(6) 2024. Lab manager noticed ipa stations looked odd in color, a bit yellow. Lab manager suspects incorrect bottle change in station 6 to 100% ethanol instead of 80/20 ethanol/ipa. Lab manager changed all reagents following initial set up...patient tissue from (B)(6) 2024 and (B)(6) 2024 were all diagnosable. Patient tissue was processed optimally and all diagnosable". Training for new and existing technicians was recommended. On (B)(6) 2024, the local leica field applications specialist ii - core histology confirmed that all patient cases were diagnosable; and re-biopsy of a patient(s) had not been either recommended or performed. No adverse consequence(s) to a patient(s) has been reported to the manufacturer.